Event description:
It was reported that during a cardiac ablation procedure the catheter array became deformed. Initially, the catheter was prepped and inserted successfully and pulmonary vein isolation (pvi) was attempted on all four veins. During remapping, connections on some veins required touch up, so the catheter was re-prepped, which was done without any notable issues. However, the generator alerted several times about over-current detection, prompting adjustments to the guidewire and catheter position. After those adjustments were made, it was then noted that the catheter appeared different on intracardiac echocardiography (ice). Upon removal, the catheter was visually confirmed to be significantly deformed, with the array collapsed in a tighter loop configuration. The catheter was replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012630480 was returned and analyzed. Visual inspection was carried out. The catheter spiral array appeared inverted. Mechanical verification of steering and slide mechanism was carried out. The slide control function stuck due to inverted array. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Catheter identification and ablation was carried out. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. Hipot and electrical continuity testing was carried out. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the catheter failed the return product inspection medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.